Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Physical condition of the device has damaged battery compartment, missing battery door, scratched liquid crystal display (lcd) lens and bad downstream occlusion (dso) seal. Functional testing performed. Reported problem was duplicated. Tried to calibrate device but dso showed "no disposable" and was unable to calibrate. Root cause was due to the contaminated dso sensor. Replaced the downstream sensor seal to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed downstream occlusion calibration. The product fault occurred during testing. There was no patient involvement, no patient harm/no adverse event reported, no delay of therapy and no related physical damage/abuse.